Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned. The customer provided picture does not show the potential defect clearly. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to a damaged screw head for 915-2200 lot 479600. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Distributor on behalf of facility. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported one of the three claws for the screw had been not cut as usual, and the dedicated shaft could not be installed. A different lot number screw was used. No adverse events have been reported as a result of the malfunction.